Event description:
It was reported that the central lock nut broke with very little pressure upon insertion. Although this implant was used during surgery, no pt complications were reported.

Manufacturer narrative:
(B)(4): microscopic examination of all fracture surfaces revealed a fairly brittle fracture with river lines and no indication of fatigue, indicative of overload. Per event info, failure during intraoperative tightening suggests over-tightening as potential mechanism of failure. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.